Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the esophagus and stomach were anatomized during an open esophagogastrostomy, the anvil did not tilt after firing, and only part of the staple was out. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. A shallow knife impression was observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the pushers advanced. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition of only part of the staple was out may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition of only part of the staple was out. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.